Event description:
Complainant alleged that an autopulse li-ion battery was giving low run times, typically 10 minutes. There was no report of any patient involvement. No additional details were provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The battery (s/n (B)(4)) was returned and evaluated. External visual inspection showed no damages. Battery power was measured before functional testing and was found to be 1600.7 watts. Following charging of the battery, the power was measured to be 1848.3 watts. Following charging, the battery was functionally tested with a test autopulse platform and test mannequin. The autopulse platform ran uninterrupted for 44 minutes with no issues observed. The reported short runtime could not be duplicated. Based on the evaluation results, there were no issues or anomalies noted with the returned battery that could have contributed to the reported short runtime. Based on the evaluation results, a cause for the reported complaint could not be determined.